Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 remotely with dizziness and ventricular tachycardia. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) declared the associated episodes of ventricular tachycardia (vt) as supraventricular tachycardia (svt) and inhibited cardiac therapy. Intervention was performed on the device. The patient was scheduled for continued monitoring. The patient was in stable condition.